Manufacturer narrative:
Eval results suggest that this event is pt related. The pt suffered an adverse reaction to the product. This adverse reaction is well known and documented within the product literature.